Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the electrodes. The patient reported the irritation was red and bumpy. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's pharmacy suggested using water-based eucerin-eczema relief body cream. The patient reported the irritation improved. Reporting out of abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the electrodes. The patient reported the irritation was red and bumpy. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's pharmacy suggested using water-based eucerin-eczema relief body cream. The patient reported the irritation improved. Reporting out of abundance of caution. Supplemental report 9/29/2021: submitting report to correct section g4.